Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) coil impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.